Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation a service required alarm condition was noted indicating a failure of the oxygen blending module board. There was no downloaded event log available for review. The oxygen blending module board was replaced to address the issue. Additionally, the handle was replaced due to physical damage. The rubber feet were missing and were replaced. The oxygen blending module gasket was replaced due to contamination. The pollen filter and maintenance label were replaced due to preventive maintenance protocol. The device was cleaned and tested and passed all final testing.